Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. The recipient was re-implanted but the device has not been received for investigation yet.

Event description:
The user reported poor hearing sensation with the device. There was no accident or trauma reported. The implant site appears healthy with no swelling or inflammation present. There is no known medical condition which may have contributed to the problem reported. According to additional information which was received the user was having intermittency issues prior to coming to the clinic. After this issue was resolved the user was not able to hear with the device. The recipient has been re-implanted. The explanted device has been requested but not yet received.

Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak; based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient reported poor hearing sensation with the device. There was no accident or trauma reported. The implant site appeared healthy with no swelling or inflammation present. There was no known medical condition which may have contributed to the problem reported. According to additional information which was received the user was having intermittency issues prior to coming to the clinic. After this issue was resolved the user was not able to hear with the device. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported poor hearing sensation with the device. There was no accident or trauma reported. The implant site appears healthy with no swelling or inflammation present. Re-implantation is considered.